Event description:
It was reported that at implant, there was difficulty inserting the terminal end of the right ventricular (rv) lead into the device header port of the single chamber implantable cardioverter defibrillator (ICD) device. The procedure was completed but the remote monitoring device data transmission from the morning after implant showed a high out of range shock impedance measurement of greater than 200 ohms. The shock impedance measurement at implant was noted to be 59 ohms. Boston scientific technical services (ts) reviewed the device data transmission and noted that the high out of range shock impedance measurement occurred during the time of the implant procedure and indicated it was possible that the clinician selected the impedance measurement button on the programmer when the lead was not connected to the device or when the device was outside the pocket. Ts provided guidance to a boston scientific representative that as long as the shock impedance measurement is within the normal specification range this morning, then they can consider continued monitoring. The rv lead and ICD device remain in-service. No patient symptoms or adverse patient effects were reported.